Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic partial nephrectomy, at the time of specimen removal, the black sheath of the endo catch device came off, leaving the white plunger and ring removed while the black sheath remained in the trocar. The device was in two separate pieces. The trocar had to be removed to extract the black sheath. No device component fall into the patient cavity. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the device was received with the white inner shaft and ring disengaged from device. The shrink wrap was still attached to the ring. The bag was not received. The gold ring and string were disengaged from the plunger. The black sheath was still attached to the device. Functional testing found, due to the condition in which the device was received functional evaluation was precluded. It was reported that the shrink wrap torn, and a component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if bag does not pull through easily, enlarge the incision to accommodate easy removal for specimens with diameters larger than the trocar site incision. Failure to follow this warning could cause the bag to break and the specimen to fall back into the body cavity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.